Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported being hospitalized due to high blood glucose of 418mg/dl. The customer stated that he was throwing up before his admission. Troubleshooting was performed. The caller stated that the insulin pump is cracked at the battery compartment. Advised the customer that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.